Event description:
The customer reported that 100 ml of bloody fluid leaked from the coulter lh 500 hematology analyzer during manual mode. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) performed probe wipe rinse block alignment procedure and verification of instrument, issue resolved. (B)(4).